Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: product was returned. Visually and dimensionally confirmed the instrument's inner shaft is broken at the base of knob. The fracture appears to be both through the cross-section of the shaft, and at the weld, joining the knob with the inner shaft. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the relevant dimensions, found to be within print specification. Microscopic examination of the fracture's surface finds a fairly brittle fracture with no indication of torsion or fatigue, with river lines and shear lips, consistent with overload. Conclusion: the fractographic analysis of the fracture surface, in conjunction with verification of conformance to the relevant dimensional specification suggests failure due to overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent a plif at l4-l5. At the time of engaging a cage with an inserter, the tip of the inserter was broken as the inserter was given a twisted move. The surgery was completed by using another inserter and cage. The surgical time was extended 16-30 minutes due to the incident. The surgeon suspected that the "center part of the inserter might be fatigued or weak as a structure".